Event description:
It was reported to boston scientific corporation that an advanix pancreatic stent was to be implanted in the pancreatic duct to treat chronic pancreatitis during a pancreatic duct stent placement procedure performed on (B)(6) 2025. During preparation, one side of the flap was found bent. The procedure was completed with another stent of a different model. There were no patient complications as a result this event.

Manufacturer narrative:
Block h6: imdr device code a0406 captures the reportable event of stent kinked.